Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the patient was not satisfied with how the device was functioning. The ipp would not inflate or deflate properly. All components were removed and replaced. There were no patient complications.